Event description:
The customer reported experiencing high blood glucose of 531mg/dl, and she has changed the infusion set several times. The customer had nausea, dehydration, and headache. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Days later, the customer called back to report being hospitalized with a virus and high blood glucose of 210mg/dl, she was treated with fluids. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.